Manufacturer narrative:
Reporting address & phone #: (B)(6).

Event description:
The customer reported a ventilator had a touchscreen issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and an international philips field service engineer (fse) who confirmed the reported issue. The philips international field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.